Event description:
Related manufacturer reference number: 2017865-2022-06877. It was reported that the patient presented in hospital with pericardial effusion. On (B)(6) 2022 x-ray was performed that revealed cardiac perforation on the atrial and right ventricular (rv) leads. The physician elected to explant and replace the rv and atrial leads. The patient condition was stable before, during, and after the procedure.